Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shock therapy on supraventricular tachycardia (svt). Technical services (ts) was consulted and noted rhythmid had lower correlation percentages and thus therapy was scheduled. Programming recommendations were discussed. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.